Event description:
It was reported that the patient underwent a three level anterior cervical fusion. During routine follow up it was found that the bone screw had backed out of the plate. The patient underwent revision surgery to have the bone screw replaced. No additional patient complications were reported.

Manufacturer narrative:
The screw was returned for evaluation. Bone screw/locking cap interface witness marks not identified on top of screw head. Witness marks noted on the side of screw, with corresponding marks and plastic deformation noted on the locking cap bone screw interface, consistent with bone screw not fully seating below the locking cap, which may have allowed the screw to back out post-operatively.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found two lateral x-rays of plate at c3- c4-c5-c6 with vertebral body replacements. One film is taken with fluoroscopy interoperatively. The second films shows back out of one of the c6 screws. Both films show the plate 3-4 mm proud (ventral) to c6 body and not seated.